Event description:
Device malfunction: wings did not collapse. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. The physician reportedly followed all the steps correctly, however, the vessel locator wings did not collapse. Manual compression was used to achieve hemostasis. Though requested, no additional information available.

Manufacturer narrative:
Evaluation summary: the returned device was fully clip deployed. The external and internal components were in the correct post deployed positions with the exception of the vessel locator wings. The vessel locators were slightly bent and open/not collapsed into the tube set. The device was opened to expose the nylon shaft to pusher body and it was found to be disbonded with adhesive present on the pusher body. An investigation has been initiated and concluded in internal corrective actions to the equipment, preventive maintenance, and the manufacturing process flow and quality control process. Review of the history record for this device did not produce any findings relevant to this investigation.